Manufacturer narrative:
The soft cannula was observed to be kinked. It is unknown how or when the kink occurred. Insulin was able to freely exit the distal tip of the soft cannula. A leak test was performed and no leaks were found. No timeouts or drive stalls were seen in the device data that would indicate a failure to deliver insulin. Cracks were observed in the top housing. It is unknown how or when these cracks occurred. No corrosion or evidence of fluid entering through these cracks was observed. The cracks did not affect the device during operation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 300 mg/dl while wearing the pod between 1 and 4 hours. The patient reported cannula being bent while wearing it on the abdomen. For treatment, the parent changed out the pod and gave a correction bolus.